Event description:
The actual residual volume (13ml) was reported as greater than the expected residual volume (4.5ml) at a refill. Device troubleshooting was done, logs were normal. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
The drug in the pump was baclofen.

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk. Catheter: model: 8596sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).